Event description:
It was reported on (B)(6) 2025 that the patient's infusion set cannula had become bent, which led to a high blood glucose level and was treated using an insulin pump. The infusion set had been used for one day.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.